Manufacturer narrative:
The check of the manufacturing chart did not show any anomaly on a total of 10 revision later. Necks h.90 mm manufactured with lot# 201405952. First and only complaint received on this lot#. We will send a final MDR once the evaluation will be concluded.

Event description:
Left hip revision surgery performed on (B)(6) 2018 due to implant loosening. According to the info reported, the revision lateralizing neck h.90 mm + screw were not fully engaged during the previous surgery performed on (B)(6) 2017, causing the neck to rotate and the screw to partially back out. The revision lateralizing neck h.90 mm originally implanted on (B)(6) 2017 was replaced with a h.100 mm one. Surgeon satisfied with the final stability of the implant. Event happened in (B)(6).